Manufacturer narrative:
Medical device lot number: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes are leaking. The following information was provided by the initial reporter: "following issues experienced in supply chain, we are experiencing issues with bd 6ml edta evacuated blood tubes which was introduced as an alternative, lab has advised the tube causes problems with automation and if someone isn't paying attention and it goes on to our track system, it can shut automation down for long periods of time due to jamming or blood spillage. We therefore need to delete this product from our ndc catalogue with immediate effect and switch any existing use of this code to alternative 123353."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd is unable to confirm this issue as a bd product defect. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because lot number was not provided. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes are leaking. The following information was provided by the initial reporter: "following issues experienced in supply chain, we are experiencing issues with bd 6ml edta evacuated blood tubes which was introduced as an alternative, lab has advised the tube causes problems with automation and if someone isn't paying attention and it goes on to our track system, it can shut automation down for long periods of time due to jamming or blood spillage. We therefore need to delete this product from our ndc catalogue with immediate effect and switch any existing use of this code to alternative 123353."